Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: concomitant medical products: desc: unknown fitmore stem; item: unknown; lot: unknown. Desc: unknown head; item: unknown; lot: unknown. Desc: unknown liner; item: unknown; lot: unknown. G2: foreign - event occurred in belgium. G2: literature - kara, s., manon, j., van den wyngart, t., poilvache, h., prieto, m.r., seydou, d., cornu, o. (2026). Revising short-stem tha with either a new short stem or a primary stems: a feasible and durable strategy. Orthopaedics & traumatology: surgery & research, (1877-0568), 104645. Https://doi.org/10.1016/j.otsr.2026.104645. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained that reported a retrospective study from belgium. The purpose of the study was to assess the feasibility of revising short-stem tha using a standard primary stem and to evaluate the associated clinical and radiographic outcomes. The study reviewed 44 patients (18 women and 26 men). All patients were revised from a primary fitmore stem (zimmer biomet) between 01-sep-2010 and 30-jan-2025. Revision implants consisted of a cemented or uncemented smith and nephew or zimmer biomet stem. The study population had a mean age of 59 years at time of surgery (range, 18-83 years). The mean follow-up was 69 months. The article reported 9 patients were revised due to periprosthetic infection. Attempts have been made, and no further information has been provided.